Manufacturer narrative:
Evaluation / investigation: the ncircle delta wire tipless stone extractor was not returned. Photographs were not provided. Without the actual device, a physical examination could not be performed. A review of quality control data, and specifications was conducted. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was unable to be reviewed as the lot number of the complaint device was not provided. Without the device lot number, a complaint history record review for the associated device lot could not be completed. Based on the provided information and the investigation evaluation a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported testing two different ncircle delta wire tipless stone extractors prior to use during a ureteroscopy procedure. While in use during the procedure, neither basket would close properly and the thumb controls were very stiff and difficult to use. A different stone extractor basket was utilized in order to complete the procedure. As reported, there were no adverse effects to the patient due to this occurrence.